Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal at least five tampons fell apart leaving pieces inside. She had to manually remove the tampon pieces. This caused her a lot of stress. She experienced pains in her hip, abdominal pain, vomiting, and fever. She went to the doctor twice. She stated she was diagnosed with toxic shock syndrome and bacterial infection and prescribed oral and topical metronidazole. She completed the metronidazole and was currently taking an antibiotic and vitamins. She was doing better but continues to feel pain in her abdomen. She reported she saw the doctor again and continues to experience symptoms such as period-like cramps and mild abdominal pain but was feeling better.